Event description:
It was reported that (1) device was used during a video assisted thoracic wedge resection surgery. It was reported by the affiliate that the tsb35 was closed on the lung and would not fire. Another instrument was used to complete the case. There was no consequence to the patient. The cartridge was not saved by the hospital.